Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for femoral trochanteric fractures. During the surgery, the surgeon felt that the drill bit was dull, and that it was hard to drill it. The surgery was completed successfully without delay reported. The patient condition was stable. This complaint involves one (1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: reporters state: (B)(6). H3, h4, h6: device history lot part: 338.100, lot: 1367491, manufacturing site: hägendorf, release to warehouse date: 04. April 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: investigation site: cq zuchwil. Selected flow: functional visual inspection: the drill bit was received with the reported condition of not proper cutting. Visual inspection confirmed that the drill bit is quite dull/blunt, the cutting edges are nicked and rounded. The instrument is in used condition. Summary the complaint condition is confirmed as the drill bit is quite dull/blunt. The drill bit was manufactured in april 2006 according to the specifications. After a visual inspection it is determined that the reusable instrument (part# 338.100) is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.